Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg is reaching end of life. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.